Event description:
It was reported that 2 syringe 5ml ll bns experienced smeared/illegible print which was noted prior to use. The following information was provided by the initial reporter: 36661, 26003, syr 5ml l/l, 301027, n/a, illegible, 2. We were notified about some complaints from a customer stating the following components are not meeting the specs. Photos were received as a sample and the reported issues have been confirmed. We want to ensure that you are aware of the issues.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown: (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 syringe 5 ml ll bns experienced smeared/illegible print which was noted prior to use. The following information was provided by the initial reporter: 36661, 26003, syr 5 ml l/l, 301027, n/a, illegible, 2. We were notified about some complaints from a customer stating the following components are not meeting the specs. Photos were received as a sample and the reported issues have been confirmed. We want to ensure that you are aware of the issues.